Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had had their device for 7 years. It was stated that the patient was still feeling stimulation sensation and that the device worked. It was reported that the patient just fell and landed on their device. Additional information received reported that when the patient fell they hit the side where their implant was and hurt themselves. Since the fall, the patient was not feeling stimulation. It was reported that the patient may have pulled a wire loose or something. The programmer and the implantable neurostimulator (ins) were not working. It was reported that the patient changed the batteries in the programmer with rechargeable and regular batteries. It was noted that the regular batteries died in 3 days and the rechargeable lasted longer. The patient was able to sync with the ins and was able to communicate. It was found that the ins was off and that it had been off since 2 weeks ago when the fall happened. It was reported that the patient was able to turn stimulation on and could feel stimulation on program 2 at 3.7v. It was noted that the patient was very glad that stimulation was on. The patient had a loss of therapeutic effect.

Manufacturer narrative:
Product ID 3889-28, lot# v342088, serial# implanted: 2009 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient was still having concerns with their device or therapy but was working with health care provider (hcp) or manufacturer representative. The patient appointment was scheduled on (B)(6) 2014 with hcp. It was later indicated that patient was having some discomfort in the area where the ins was placed but has been improving. It was noted that initially the area was much bruised but on the day of this report there was no bruise and the area was not tender to touch. It was indicated that the stimulation was comfortable in the virginal area and her symptoms were controlled. No impedance issue was noted but the battery result showed capacity at 0 to 13% and longevity at 0 to 8 months. Hcp indicated low battery in the ins